Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) (france) informed cook that on (B)(6) 2021 the catheter in a upics-5.0-CT-nt-1111 (turbo-ject power-injectable PICC) from lot 13939308 was "whistling" while implanted in a patient. The catheter had been implanted on (B)(6) 2021 in the patient's upper left limb. While the patient was at home, it was noted that the catheter "whistled" when the patient breathed. The patient was transferred to the hospital and had an epileptic seizure with a glasgow score of 6. The PICC line was removed and it was noted that the patient had an air embolism. The doctor noticed that the "whistling" occurred at the interface between the cook PICC and a non-cook fitting (manufacturer unknown). The patient was transferred to intensive care after a session in a hyperbaric chamber. Later the doctor reported that the patient did not wake up despite the hyperbaric sessions and examinations confirming encephalic death was in progress. It was reported that the patient had a history of seizures. A review of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control, as well as a visual inspection, functional test and dimensional verification of the returned product was conducted during the investigation. One 5fr single lumen PICC and one non-cook fitting were returned for evaluation in used condition. Kinks were noted in the extension tubing and catheter but were likely a result of hospital staff clamping the PICC line. Although sections of the catheter were cut, the customer confirmed that the device did not separate in the patient. A functional test was conducted, and no leaks were found at the hub or manifold connections. The extension tubing was checked to ensure the clamp did not cause damage to the tube. A leak test was then performed with the non-cook fitting and the tube. There was no evidence of a leak; however, a whistling sound could be heard. The non-cook fitting was then tested alone, and the whistling sound could still be heard. Dimensional analysis confirmed that the 5fr winged flla hub threads were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 13939308 found no relevant nonconformances that could have contributed to the reported failure mode. An additional search on subassembly and raw material lots revealed no relevant nonconformances. It should be noted that there were no other complaints associated with this lot number. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: catheter maintenance: ¿note: if microclave or other needleless adapters approved for saline only lock are used, saline only catheter lock may be used.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, it was concluded that the non-cook fitting was the cause of the failure. The fitting made the ¿whistling¿ sound without being attached to cook¿s PICC line. As there is no issues with our device, cook has determined there is no problem detected. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: the date aware in the previous MDR submission was erroneously reported to be 12jan2022. It was discovered that the additional information was originally obtained by the area rep on 17nov2021. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 12jan2022. The patient was initially referred to the emergency department by the uas for an epileptic seizure. The patient has had a prior history of seizures. When the patient arrived for a clinical examination, signs of neurological focus changed the diagnosis. The patient was determined to have a glasgow score of 6. After questioning the family, one of the patient's daughters had noticed that the PICC line had whistled to the rhythm of the patient's breathing. The PICC line was visibly clamped by the firefighters upon arrival. Device placement was in the upper left limb. The family reported that the last care received was provided by a home caregiver several days before. When examining the PICC, it was discovered that one of the plugs was not similar to the other two. The entire PICC line was removed and was sent to bacteriology according to emergency protocol. The diagnosis was confirmed by brain scan. The patient was transferred to toulon in intensive care following a session in a hyperbaric chamber. The prognosis is bleak, as the patient did not wake up despite hyperbaric sessions. Examinations confirming encephalic death were in progress. It was confirmed that the catheter did not separate inside the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a massive air embolism occurred in a male patient following a "whistling" noise heard from a turbo-ject® single lumen power-injectable PICC. The patient experienced a severe degradation of health following the incident. The emergency department took charge of the patient with a glasgow score of 6, cerebral herniation and low flow. The patient was then transferred to a hyperbaric chamber at another facility in (B)(6). Additional information regarding event, device and patient details has bee requested, but is currently unavailable.